Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the weld on the bed frame where the rails connected to has broken.